Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's therapy had shut off 2 times in the past, in which the patient would have all these problems as their parkinson's was severe in which they would feel weak, couldn't control their movements, and couldn't even drink out of a straw. The first time was when the patient was first implanted with the activa rc, the patient was still learning how to use the equipment and had not charged the implantable neurostimulator (ins) correctly, so the therapy had turned off because the battery they thought was at 25% and hadn't been enough battery to keep therapy on as the ins battery level only showed in quarters which was not very specific. The caller stated the second time was about a month ago, in which they believed the ins had turned off on its own and not due to battery depletion as the patient's battery percentage showed at 50%, and they confirmed therapy was off, helped the patient turn therapy on, and since all had been back to normal. Patient services (pss) asked caller if the patient may have charged the ins in between the time of therapy turning off and seeing 50% when they had helped the patient turn therapy back on, and the caller stated they were not sure as the patient did charge the ins every day for about 30-45 minutes, and added that they didn't think it was due to the battery getting to a certain low level and just that there was a glitch or something. Pss documented reported information and the patient had been redirected to their healthcare provider earlier on in the call. The caller had mentioned that the patient got the activa rc as the battery lasted 10 years instead of every single year as the patient had previous non-rechargeable inss. Pss asked about whether the previous replacements were due to normal battery depletion based on usage and settings and the caller answered possibly.